Event description:
Reportedly, the device would not deliver energy to a pt 3 out of 12 times. Pt outcome was not reported. The reporter indicated pt outcome was not affected as a result of the alleged discrepancy, due to continued use of the device.